Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va01xe8, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had another infection and wanted to know if it was common to have this or not. The infection started 4 days ago and the patient ended up going to the urgent care 3 days ago and was now on the antibiotics. It was noted that the patient was going to their health care provider¿s (hcp¿s) office tomorrow for a follow-up and at first they weren¿t even going to see the patient and just said to let it take its course. The patient¿s implant site was still swollen but not as much as before. It was reported that the patient wondered if the first infection was related to the second infection because they had been sick on and off for the first 2 years. Refer to manufacturer report # 3004209178-2014-10054 for information about the patient¿s first infection.